Manufacturer narrative:
PMA/510k: this part is not approved for use in the united states; however a like device catalog #: c01a, 510k #: k180700 and UDI #: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: primary osteoporosis it was reported that the patient underwent balloon kyphoplasty at l1 due to compression fracture. Intra-op, during cement filling, the cement flowed towards the vein on the left side of the vertebral body. No additional treatment was performed as a result of this event and the procedure was completed with the same product. There were no patient complications reported after the operation. The cement was mixed for 11 minutes and was in an appropriate condition being injected into the patient. CT will be taken at a later date and the patient outcome would be confirmed then.